Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) of 846 mg/dl and ketones. Prior to the ER the customer administered a manual injection of insulin to address their bg. Customer was treated with intravenous fluids of saline and insulin while in the ICU. Reportedly, the continuous glucose monitor (cgm) was inactive and cgm readings were not being received. The customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage.